Manufacturer narrative:
The investigation found the last calibration was performed on 09-nov-2021 and was acceptable. The qc recovery was acceptable. There was no indication for a performance issue of the reagent. The alarm trace contained sample probe up/down and reagent probe up/down errors. The field service engineer reworked the rinse tubing, checked system specifications, completed of cell blank, and ran precision testing multiple times. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for nine patient samples with a cobas 8000 cobas c 502 module. Patient 2: sample ID (B)(6) the initial result was 8.3 mg/dl. The repeated result was 10.4 mg/dl. Patient 4: sample ID (B)(6) the initial result was 8.6 mg/dl. The repeated result was 10.5 mg/dl. Patient 5: sample ID (B)(6) the initial result was 6.8 mg/dl. The repeated result was 9.6 mg/dl. Patient 6: sample ID (B)(6) the initial result was 6.9 mg/dl. The repeated result was 8.4 mg/dl. Patient 7: sample ID (B)(6) the initial result was 7.3 mg/dl. The repeated result was 9.9 mg/dl. Patient 8: sample ID (B)(6) the initial result was 7.7 mg/dl. The repeated result was 9.6 mg/dl. Patient 9: sample ID (B)(6) the initial result was 7.8 mg/dl. The repeated result was 9.9 mg/dl. Patient 10: sample ID (B)(6) the initial result was 7.5 mg/dl. The repeated result was 9.3 mg/dl. Patient 14: sample ID (B)(6) the initial result was 7.2 mg/dl. The repeated result was 9.4 mg/dl. The questionable results were reported outside of the laboratory. The repeated results were deemed correct and corrected reports were sent. The reagent lot number was 56269001 with an expiration date of 30-sep-2022.